Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the essure coils, or a piece of a coil was expelled vaginally") and pelvic pain ("increasingly severe pain / chronic pelvic pain") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced device breakage (seriousness criterion medically significant) and device expulsion ("essure coils, or a piece of a coil was expelled vaginally"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), discomfort ("discomfort"), headache ("frequent headaches"), alopecia ("excessive hair loss"), anxiety ("anxiety"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse") and rash ("frequent rashes"). At the time of the report, the device breakage, pelvic pain, discomfort, headache, alopecia, anxiety, menorrhagia, abdominal pain, back pain, dyspareunia and rash had not resolved and the device expulsion outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, device breakage, device expulsion, discomfort, dyspareunia, headache, menorrhagia, pelvic pain and rash to be related to essure (ess205). The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physician in but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.